Manufacturer narrative:
The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported "significant swelling with caramel colored fluid". This record is for the right side. Device was explanted.

Manufacturer narrative:
There is no complaint against the device, this record is no longer reportable to the FDA. Additional, corrected and/or changed data: a.3a, a.4, a.5, a.6, b.5, b.6, b.7, h.6.

Event description:
Healthcare professional reported right side "significant swelling with caramel colored fluid". This reference is being removed as it was indicated for the contralateral side and confirmed with additional data. There is no complaint against the right side device. Device was explanted.